Manufacturer narrative:
E1 - complete establishment name: (B)(6). The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that hemorrhages occurred after some polypectomy procedures. The device used was an electrosurgical generator. The customer requested testing of sources and review parameters. Additional information was requested but the customer has indicated that they will not be providing any more information. This event is captured under the two following related patient identifiers, (B)(6) and (B)(6) since the customer reported the hemorrhages occurred after some procedures.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the subject device was not sent to olympus for an inspection, the technical condition of the device could not be evaluated. Also, the requested event details were not provided by the facility. Therefore, the reported event could not be returned. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.